Event description:
Customer reported the image went black when the unit was moved from ap to lateral. No pt injury was reported.

Manufacturer narrative:
A ge rep replaced the high voltage cable. System functions as intended.